Event description:
Nellcor puritan bennett received info that suggested that the device failed to audibly alarm for low pressure when the pt circuit is disconnected from the device while in pt use. The customer reported that there was no harm to the pt.